Event description:
Reporter indicated a vns patient had high lead impedance with diagnostics testing and was also having increased seizures. The patient has had high lead impedance with dcdc = 4 for vns systems testing since at least (B)(6) 2009. At that time, no adverse patient events were occurring and no interventions were planned. X-rays previously reviewed on (B)(6) 2010, did not reveal any lead anomalies. Vns generator and lead replacement surgery appears likely, but has not occurred to date. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted lead and generator were discarded by the hospital after the surgery.

Event description:
Reporter indicated the current high lead impedance is dcdc = 4 with systems testing and dcdc = 6 for normal mode testing. The patient's increased seizures may be due to the high lead impedance per the reporter. The patient's "regular" seizures are increased, but the relationship to pre-vns baseline is unknown. The patient was seizure free for 18 months after initial vns implant, and is now having one seizure a week. The vns has not been disabled. The patient has had no known trauma. Vns revision surgery is planned for (B)(6) 2012.

Event description:
An implant card was received back to the manufacturer documenting the vns lead and generator replacement surgery on (B)(6) 2012. Vns diagnostics prior to the explant indicated a dcdc = 0. As the dcdc code had previously been 4, it is suspected the high lead impedance had progressed to a short circuit (low impedance) condition of the lead. The diagnostics with the new vns lead and generator were 909 and 849 ohms, which is within the normal range.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.